Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx balloon was used in an ercp procedure on (B)(6), 2010 involving a (B)(6) female patient (patient weight is unknown.) According to the complaint, during the ercp procedure the balloon was inflated to 12mm before bursting as it was trawling the common bile duct. Another of the same device was used to complete the procedure. There were no patient complications and the patients condition following the procedure was described as "good."